Event description:
During a follow-up visit, the device would not communicate and was explanted the next day.

Manufacturer narrative:
H.3 eval summary: the communication difficulty was confirmed. It is believed that the field anomalies were caused by damage to internal components from delivering into a low impedance path likely caused by the concomitant lead. It is not known if external defibrillation may also have contributed to the damaged components.